Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at implant the thresholds on the right ventricular lead were appropriate, but the next day the capture was intermittent. The lead was scheduled to be repositioned but this was not done because thresholds had improved. However, a week later at the clinic the threshold had increased again. The patient will follow up in two weeks. The lead remains in use. No patient complications have been reported as a result of this event.